Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse reprogrammed the system to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes like error(s) 311 are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. This issue can be resolved by reprogram the system.

Event description:
It was reported that prior to starting- pre anesthesia of a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) during setup prior to surgery. System displayed a message that endoscope controller was overheating. Caller verified nothing blocking air flow around tower. System hard power cycled /epo'd twice prior to call, no change. Tse noted several errors, including 311 pointing at scc. There was no patient involvement.